Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both essure coils began bending and were perforating her fallopian tubes") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device physical property issue ("both essure coils began bending and were perforating her fallopian tubes"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, device physical property issue, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered fallopian tube perforation, device physical property issue, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and an unspecified time later, she was informed both essure coils began bending and were perforating her fallopian tubes. The device was removed approximately 8 months after its placement. The reported events are anticipated in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported perforation is not known, given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both essure coils began bending and were perforating her fallopian tubes") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device physical property issue ("both essure coils began bending and were perforating her fallopian tubes"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, device physical property issue, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered fallopian tube perforation, device physical property issue, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and an unspecified time later, she was informed both essure coils began bending and were perforating her fallopian tubes. The device was removed approximately 8 months after its placement. The reported events are anticipated in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported perforation is not known, given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process